Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted overnight for worsening driveline exit site (dles) infection. Additional information was requested, but none provided.

Manufacturer narrative:
It was inadvertently left out that the patient¿s implanting center is (B)(6) university hospital and clinics. For this event the patient reported to (B)(6) medical foundation. (B)(6) medical foundation reported the event to the manufacturer.

Event description:
Additional information: it was reported that the patient was transferred to another hospital. The patient underwent surgery and a wound vac was placed. The specific details regarding the surgery were not available. The patient was to follow-up for wound vac management, but did not. On (B)(6)2017 it was reported that the previous week the patient was readmitted to (B)(6) medical foundation for worsening driveline infection. The patient was placed on IV antibiotics and the wound vac was taken off. The patient was to be discharged home with peripherally inserted central catheter (PICC).

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.